Event description:
A medtronic ent representative reported that the system will boot up normally but if the power cord is touched or bent it shorts out and turns the system off. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
There was no pt present at the time of the reported event. The power cable was replaced to repair the system. The suspect cable was found to have an intermittent connection in the blue wire. The contact within the plug was found to be minimal. When the plug housing was pulled back, the blue wire fell out of the pin block. The other two wires had a solid connection.